Event description:
On (B)(6) 2012 customer reported that she was performing startup for the day on the lh780 instrument when she noticed some cleaner under the unit. Customer stated that the instrument was also giving no differential results. No injuries were reported and no erroneous patient results were reported. Field service engineer (fse) inspected the instrument and found the leak at the flow cell. Fse cleaned the leak and re-attached the sample line, that was disconnected, to the flow cell. Fse ran controls to verify system performance. No further leaks were reported.

Manufacturer narrative:
(B)(4).